Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was not returned for evaluation and the customer's allegation could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure, the subject device, in combination with the titanium clips was used for a purse-string suture. The subject device was tightened, and the push handle was not able to release the ligature loop. The inner spring of the handle was bent and deformed. After cutting off the handle and outer sheath, the inner core was pushed to release the ligation loop. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.